Event description:
During a laparoscopic gastric bypass process proceudre, while firing on mesentery, harmonic generator emitted an "instrument" error code. After cleaning the shears and retrying several times, the error code continued. A new instrument was opened and worked fine. No pt consequences.